Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a cre dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation of the esophagus on (B)(6) 2013. According to the complaint, after the procedure was completed, the exit marker on the balloon unraveled and bunched up as the physician tried to pull out the catheter. No pieces detached inside the patient. The physician removed the scope and cut the end off of the catheter in order to remove it from the scope. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a "cre dilatation" catheter was used during an esophagogastroduodenoscopy (egd) with dilatation of the esophagus on (B)(6) 2013. According to the complaint, after the procedure was completed, the exit marker on the balloon unraveled and bunched up as the physician tried to pull out the catheter. No pieces detached inside the patient. The physician removed the scope and cut the end off of the catheter in order to remove it from the scope. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of exit marker bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the device revealed the end of the dilator to be cut. The portion of the device consisting of the exit marker and balloon was not returned. A review of the device history record could not be performed since the lot number was not provided in the complaint. The complaint sample was returned for evaluation and the reported defect of exit marker loose/detached was not confirmed as the catheter shaft was cut and the distal portion of the device was not returned. However, the reported event of exit marker loose/detached is consistent with forcible catheter insertion into the scope or forcible catheter withdrawal from the scope. It is possible that excessive resistance was felt while removing the device from the scope due to some procedural/anatomical factors encountered during the procedure. Therefore, the most probable root cause is operational context.